Event description:
It was reported that the insulin pump alarmed no delivery. Customer reported that he has air bubbles in the tubing line of the reservoir. Customer's blood glucose reading was 432 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.